Manufacturer narrative:
Use error contributed to the cause of the discordant advia centaur xp (B)(4) result. The interpretation of results section of the instructions for use (IFU) states: "-nonreactive: samples with an initial value <8 miu/ml. (B)(4) is below 10 miu/ml and the patient is considered not to have protective immunity to (B)(4) infection. (B)(4): samples with an initial value greater than or equal to 12 miu/ml. (B)(4) is detected at greater than or equal to 10 miu/ml and the patient is considered to have protective immunity to (B)(4) infection. -retest zone: samples with an initial value greater than or equal to 8 and <12 miu/ml. If results are within the retest zone after initial testing, samples must be retested in duplicate. After retesting, if 3 results are available and 2 results are greater than or equal to 10 miu/ml then the sample is considered to be reactive. If 3 results are available and 2 results are <10 miu/ml, then the sample is considered to be nonreactive." The site reports samples with values >10 miu/ml as reactive and samples with values <10 miu/ml as nonreactive and does not repeat the testing of samples in the retest zone. Siemens advised the customer that samples in the retest zone must be retested in duplicate. The system is performing to specification. No additional investigation is required.

Event description:
Customer reported (B)(6) result that did not repeat upon testing of a second draw from the same patient. The second sample yielded (B)(6). Repeat testing of the initial sample and the second draw was not performed. There are no reports that treatment was altered or prescribed based on the discordant advia centaur xp (B)(6) results. There are no reports of any adverse health consequences based on the discordant results.